Event description:
Customer reportedly obtained results of 458mg/dl and 110mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device, however, customer states that the strips are not available for return.